Manufacturer narrative:
The device was returned partially deployed. The device was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening the device, the hard cannula was observed to not be seated within the slide retract. Damage was observed on the slide retract where the formed needle would normally be seated. The slide retract damage was caused by an incorrectly installed formed needle. The incorrectly installed needle is the root cause of the reported needle mechanism failure. The formed needle was also observed to be damaged. Due to the needle being exposed, it could not be determined when or how this damage occurred.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.